Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Lot number is not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. No lot number provided.

Event description:
Doctor reports that patient presented in office with fractured avwh10 implant.